Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported broken cable issue was not confirmed. The monopolar curved scissors (mcs) instrument was analyzed and the returned product did not exhibit the event described in the complaint. Visual inspection internal and external was performed, confirming no issue was detected with the grip and pitch cables. Additional unrelated observations not reported by site: the instrument was found to have a dislodged proximal clevis. The dislodged proximal clevis was attached to the main tube. Further, the instrument was found to have a cracked tube extension at the orange plastic section. Thermal damage was not observed. No pieces were missing. Correction: refer to field b5. Describe event or problem for updated summary.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.